Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician suspected lead noise. Patient presented to clinic due to impedance notifier. The lead impedance was increasing within range. Technical service reviewed electrogram, which appeared to be consistent with ambient baseline noise. The lead remained implanted and monitored.